Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1370487, batch j1372788, batch j1349687.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch # j1370487; mfg date: 07/2013; exp date: 07/2018. Batch # j1372788; mfg date: 07/2013; exp date: 07/2018. Batch # j1349687; mfg date: 07/2013; exp date: 07/2018.

Event description:
It was reported that a patient underwent a gastrectomy with da vinci surgical system on (B)(6) 2014 and a drain was placed above the pancreas. Fifteen centimeters of the drain tip was cut off prior to insertion. During the procedure, the two branches of the subpyloric artery were fastened in the center and peripherally with clips. An xray taken after the procedure found that the drain was above the subpyloric artery. Nine hours after the procedure, blood had accumulated in the reservoir. The next day, the patient underwent an open reoperation. During the re-operation, the surgeon found that one of the four clips didn¿t fix the artery and that is where the bleeding occurred. The clip was not found anywhere. The surgeon said that the root cause that the clip came off was unknown. The surgeon opines that the clip might have been incidentally caught in the drain and finally came off in the wake of some force. As a result, the surgeon opines that the drain has no defect, and most likely the cause is related to the surgeon¿s technique or another cause could be that the clip was cut by scissors or another device. Currently, the patient is in stable condition.